Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during re-positioning of the 4th embolization coil, the coil stretched and detached. The proximal end of the coil (tail) extended into the parent vessel. An attempt was made to retrieve the coil with a snare device; however, the attempt was unsuccessful. A flow diverter was placed across the aneurysm and over the coil, affixing it to the vessel wall. The coil no longer extends in the parent vessel. There was no evidence of thrombus formation. There was no reported patient injury. The patient is reported to be doing well.